Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced no external power alarms while connected to the mobile power unit (mpu). It is unknown if the power cord came loose from the wall outlet or the housing unit on the mpu. No further information was reported.

Manufacturer narrative:
Multiple attempts were made to obtain device serial number information but this information was not provided. As a result, device manufacturing and expiration dates could not be extracted. Manufacturer's investigation conclusion: the reported event of no external power alarms observed in the log files provided by the customer was confirmed. The first log file contained events recorded from (B)(6) to (B)(6) 2019 where low flow events associated with flow levels below 2.5 lpm were recorded. The recorded data also revealed four incidents of a no external power alarm. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The second log file contained events recorded from (B)(6) to (B)(6) 2019 where multiple low flow events associated with flow levels below 2.5 lpm and no external power events were recorded. The associated voltage levels indicated that the no external power events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the low flow and no external power events was not able to be determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient experienced no external power alarms while connected to the mobile power unit (mpu). It is unknown if the power cord came loose from the wall outlet or the housing unit on the mpu. No further information was reported.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump flow is estimated from pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Conversely, an occlusion of the flow path decreases flow and causes a corresponding decrease in power. In either situation, pump output should be assessed. Reference section 1, under ¿explanation of parameters¿ in the heartmate ii instructions for use. No further information was provided. The manufacturer is closing the file on this event.